Manufacturer narrative:
(B)(4). Concomitant products: 47482801602, 2.7mm univ locking scrs st, 63185762; 47482801602, 2.7mm univ locking scrs st, 63185762; 47482801602, 2.7mm univ locking scrs st, 63185762; 47235901438, periarticular locking scrs st, 63138409; 47235701708, periarticular lkng plt fib st, unknown; 47482801402, 2.7mm univ locking screws ster, 63138387; 47484003501, zps screws sterile, 63337311. (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02750, 0001822565 - 2018 - 02751, 0001822565 - 2018 - 02752, 0001822565 - 2018 - 02753, 0001822565 - 2018 - 02749, 0001822565 - 2018 - 02755, 0001822565 - 2018 - 02756.

Event description:
It was reported that the patient underwent a right orif (open reduction and internal fixation) ankle procedure. The patient also underwent a routine removal of a syndesmosis screw. Subsequently, the patient was revised due to redness and swelling and explanted products showed signs of corrosion. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The additional information received would not change the previously reported investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right ankle orif due to an ankle fracture. Subsequently, the patient was revised due to redness and swelling. The explanted products showed signs of corrosion and metallosis was found intraoperative. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated:reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information was received.